Event description:
Determined to be reported based on analysis approved 15 february, 2007. It was reported that during a pci procedure, the viva balloon was unable to inflate. Contrast medium was observed leaking from the shaft near the hub. The lesion being treated was located in the mid right coronary artery (rca). The procedure was completed with another of the same device. Pt status is listed as "good".

Manufacturer narrative:
Returned product analysis revealed a pinhole leak located just proximal to the port in the midshaft extrusion. Microscopic examination of the leak site at the port area could not identify any anomalies with the device that could have caused the leak. The complaint indicates that a leak existed in the hub area. A detailed examination of the hub found no issues and no leaks were evident at the hub section of the device. A review of the mfg records for batch (8172838) shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the leak is unknown.